Event description:
It was reported by the patient's spouse that the patient's device was "cracked" and that the patient had been hit in the chest in a work accident and the spouse believes the device is "cracked." The spouse further stated that "sometimes the device works and sometimes it does not", however, it was also reported that the device had not been evaluated by a healthcare professional for over a year. The patient was referred to an area clinic for device evaluation; however it could not be confirmed that the patient was evaluated. Follow up information indicated that the patient and device were last checked at their post implant check and was no longer followed due to non-compliance. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).